Event description:
It was reported that the patient presented with symptoms related to an increase in premature ventricular contractions (pvcs). The patient's pacemaker was adjusted with no improvements. A right heart catheterization was done, and results were within normal limits. An echocardiogram was done on (B)(6) 2021 showing the left ventricle at 8.4cm, compared to 7.6cm on (B)(6) 2021. A computed tomography (CT) with morphology was done and confirmed the presence of an obstruction proximal to the pump in between the outflow graft and the bend relief. There were no changes in lvad parameters. On (B)(6) 2021, the patient was taken to the operating room and a small piece of the bend relief was removed and a plasma-like substance was found and resected. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the submitted images showed the removal of the reported yellow plasma-like substance. Examination of the computed tomography (CT) scans showed a darker area within the bend relief that could be the reported obstruction, however, an obstruction and a cause for an obstruction could not be conclusively determined through these images alone. The account submitted two photos of the patient in the or. The first figure shows a yellow like substance around the outflow graft, while the second figure shows the outflow graft after the substance was removed. These pictures are likely depicting the before and after of the removal of the reported plasma-like substance that was found and resected. Examination of the submitted computed tomography (CT) scans showed a darker area within the bend relief that could be the reported obstruction. However, a specific cause for the obstruction could not be conclusively determined through the images alone. Additional information revealed that the first doctor¿s appointment where pvc¿s were discussed was on (B)(6) 2021, although the patient had noted them earlier. There was no change to the patient condition or anticoagulation status that would have contributed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22oct2017. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The IFU lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.